Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-23777. Related manufacturer reference number: 2017865-2021-23778. It was reported that the patient developed hyperplasia in the pocket. Eventually the hyperplasia ruptured and the patient tried disinfecting and bandaging the wound for a week with no improvement. The patient presented in the hospital with a ruptured and infected pocket. The pacemaker and two leads were explanted and replaced. The patient was recovering post procedure.